Event description:
Bilateral breast augmentation done in 2002. Presents now with partially deflated right implant surgical intervention for removing bilateral breast implants and replacement of gel implants.